Event description:
It was reported that they were treating a child in an arctic sun device that should have 3 small universal pads on according to the sizing chart. The patient had a cvc and peg tube. The provider did not want to cover the catheters in concern for skin breakdown risks. The patient had been on therapy for 6 hours. Targeted temperature was 36.5c, patient temperature was down to 34.9c and water temperature was 32.4c. It was asked whether it was okay to add a third pad and potentially help get the patient back to target temperature. It was confirmed adequate pad coverage was recommended for proper heat transfer if the patient had enough open area to place a third pad. Second call on the same day that stated patient's temperature was down to 35.3c and the water temperature was not increasing. Target temperature was 36.5c, water temperature was 26.7c and flow rate was 3.3lpm. Device in normothermia with a rewarm rate of 0.25c/hr. Foley was in place. No secondary source. Checked heater command 0 percentage (up to 19 percentage during call). Obtained screenshot and described how the device was warming the patient back to target at 0.25c/hr. The water temperature was not warmer to prevent patient from warming too quickly. The rate might be adjusted if protocol allowed, or provider orders a change. Discussed potential causes of a decreased patient temperature. The doctor came into the room. Asked nurse to call back if need to discuss further or if the patient did not continue to warm back to target. No further calls.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated and was functioning properly with heating at 33,37,39 deg. No repairs needed. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were treating a child in an arctic sun device that should have 3 small universal pads on according to the sizing chart. The patient had a cvc and peg tube. The provider did not want to cover the catheters in concern for skin breakdown risks. The patient had been on therapy for 6 hours. Targeted temperature was 36.5c, patient temperature was down to 34.9c and water temperature was 32.4c. It was asked whether it was okay to add a third pad and potentially help get the patient back to target temperature. It was confirmed adequate pad coverage was recommended for proper heat transfer if the patient had enough open area to place a third pad. Second call on the same day that stated patient's temperature was down to 35.3c and the water temperature was not increasing. Target temperature was 36.5c, water temperature was 26.7c and flow rate was 3.3lpm. Device in normothermia with a rewarm rate of 0.25c/hr. Foley was in place. No secondary source. Checked heater command 0 percentage (up to 19 percentage during call). Obtained screenshot and described how the device was warming the patient back to target at 0.25c/hr. The water temperature was not warmer to prevent patient from warming too quickly. The rate might be adjusted if protocol allowed, or provider orders a change. Discussed potential causes of a decreased patient temperature. The doctor came into the room. Asked nurse to call back if need to discuss further or if the patient did not continue to warm back to target. No further calls.

Event description:
It was reported that they were treating a child in an arctic sun device that should have 3 small universal pads on according to the sizing chart. The patient had a cvc and peg tube. The provider did not want to cover the catheters in concern for skin breakdown risks. The patient had been on therapy for 6 hours. Targeted temperature was 36.5c, patient temperature was down to 34.9c and water temperature was 32.4c. It was asked whether it was okay to add a third pad and potentially help get the patient back to target temperature. It was confirmed adequate pad coverage was recommended for proper heat transfer if the patient had enough open area to place a third pad. Second call on the same day that stated patient's temperature was down to 35.3c and the water temperature was not increasing. Target temperature was 36.5c, water temperature was 26.7c and flow rate was 3.3lpm. Device in normothermia with a rewarm rate of 0.25c/hr. Foley was in place. No secondary source. Checked heater command 0 percentage (up to 19 percentage during call). Obtained screenshot and described how the device was warming the patient back to target at 0.25c/hr. The water temperature was not warmer to prevent patient from warming too quickly. The rate might be adjusted if protocol allowed, or provider orders a change. Discussed potential causes of a decreased patient temperature. The doctor came into the room. Asked nurse to call back if need to discuss further or if the patient did not continue to warm back to target. No further calls.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated and was functioning properly with heating at 33,37,39 deg. No repairs needed. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.